Event description:
Event description cpi received a warranty validation form indicating that this implantable pulse generator (ipg) was replaced due to 'pulse generator failure-end of battery life'. Cpi minimum longevity at nominal settings with a 500 ohm lead is 60 months. This device was implanted for 71 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.